Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s battery was not working, meaning the ins battery is not on and won¿t work even though the patient charged it. It was recommended starting an ins charge session and the patient encountered a power on reset (por) message on the recharger. The patient stated the por occurred after jumpstarting the ins battery, indicating a possible overdischarge. The patient was instructed to call back if needing assistance to clear por. No patient symptoms were reported. No further complications were reported/anticipated.